Event description:
Additional information was received from a healthcare provider (hcp) and it was reported the cause of the ¿many problems with the pump¿ was not determined. The patient still complained of symptoms despite normal catheter dye studies and tapering pump doses. It was noted no abscess was discovered. The event was not resolved. Other actions taken included catheter dye studies. They were weaning the pump doses now. It was also reported that no infection was found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and the event date was reported as 2024-jan-03. Further information was not provided at this time.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (na mcg/ml at na mcg/day), dilaudid (hydromorphone) (na mg/ml at na mg/day), and bupivacaine (na mg/ml at na mg/day) via an implantable pump for unknown indications for use. It was reported that the patient stated since the implant she has had so many problems with the pump wanted to have the pump removed. The patient stated she had a large abscess on her spine where the catheter goes into her back and she felt the infection going into her stomach and she was having a lot of pain around the pump area, in her stomach and stated, "I am very sick.¿ the patient stated she went to the emergency room (ER) in (B)(6) 2024. The patient was supposed to be transferred to another hospital to be on IV medication for them to figure out what kind of infection she had going on and to keep her monitored. It was noted that the next morning, she was discharged with oral antibiotics and told to go home. They came back at 10: 00 am today for a reprogramming and refill the pump. The patient stated they did a dye study on monday (B)(6) 2024 and told her everything was fine. The patient requested to have a company representative present at the hospital. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.